Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to call back if any malfunction code recurred, and they acknowledged and understood the instructions provided.